Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported there was heat shrink damage. It was confirmed that no pieces were disconnected from the shaft.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: black rubber/plastic on the outside shaft peeled off. Probable root cause: non-conforming component, poor assembly process, misuse. Use error the device manufacture date is not known.

Event description:
It was reported there was heat shrink damage. It was confirmed that no pieces were disconnected from the shaft.